Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump stopped and was then restarted by the physician. The physician was not able to program a bolus with her programmer. A new programmer was tried without success. Code 8476 was shown on the programmer display. The pump was replaced. No patient complications were reported. The medications being delivered via the device system were prialt and vendal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.